Event description:
Customer reported that the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support and is currently in the process of renewal. No additional information regarding the outcome of the event was obtained.